Event description:
It was reported that the pulse generator could not be interrogated. The patient presented in clinic in atrial fibrillation with irregular ventricular response. No pacing spikes were observed with magnet placement. It was noted that the patient had been lost to follow-up for the last two years. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.